Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing. Technical services (ts) reviewed the electrogram (egm) and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachycardia response (atr) episodes. Stored measurements revealed the ra lead pacing impedance was high in range near the time of the event. The ra lead is a non-boston scientific product. Lead testing and programing optimization were recommended. Additional information stated the physician plans to decrease the ra lead sensitivity to prevent oversensing. Further lead testing will also be performed. No adverse patient effects were reported. This product remains in-service.